Event description:
Alleged the calf support fell off of the birthing bed.

Manufacturer narrative:
The roll pin that secures the calf support former (shell) to the calf support arm was missing. A new roll pin was installed to repair the bed.